Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic where it was noticed that the device pocket was infected and draining fluid. The patient's pacemaker was explanted and replaced. The patient's right atrial (ra) and right ventricular (rv) leads were explanted. The patient was stable throughout.